Event description:
It was reported that an occlusion alarm occurred. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.